Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced pain and secretion from the implantable neurostimulator pocket site. Tests came back positive for mrsa. Potential contributing factors may include possible patient compliance. The entire spinal cord stimulation system had to be explanted per doctor order. The issue is resolved.